Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump shut down and it stopped working. The customer¿s blood glucose level was unknown. The customer was unable to troubleshooting. Customer stated that they cannot put a new battery in it to power it back on. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current test and self test. Device failed the sleep current test due to corroded battery tube, corroded harness assembly vibrator and moisture damage on the electronic assembly. Blank display not confirmed.